Event description:
It was reported that a spectrum pump displayed system error 105 in a nursing home. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed at power up. System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.

Manufacturer narrative:
(B)(4). The manufacturer report number in the initial manufacturer report was incorrect and has been updated.